Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody identification when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6) 2014.

Manufacturer narrative:
The full number for the product in question is bk020053 ((B)(4) 2003). Immucor technical support used a remote electronic connection method to assess the instrument test well images.